Manufacturer narrative:
(B)(4). Explant of intraocular lens (iol). The intraocular lens was returned to the manufacturer. Visual inspection showed that the optic was cut in half and only one half was returned. No optical deviations on the part that was received could be found. The condition of the returned device is typical after a lens has been explanted. The condition of the returned device precluded further inspection. Batch records were reviewed: the device manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens were verified and shown to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens (iol) was explanted after the patient experienced unexpected post-operative refraction. Another lens was placed during the same procedure. The original incision did not have to be enlarged and there was no patient injury reported.

Manufacturer narrative:
If implanted give date (B)(6) 2013. All pertinent information available to the manufacturer has been submitted.